Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and embedded device ('embedded within the central aspect of this fragment is a tightly coiled metallic device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included menorrhagia. Concurrent conditions included follicular cyst of ovary. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain and fatigue had resolved and the embedded device and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, back pain, embedded device, fatigue, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: she received treatment pelvic pain, abdominal pain, back pain, fatigue. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and embedded device ('embedded within the central aspect of this fragment is a tightly coiled metallic device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included menorrhagia. Concurrent conditions included follicular cyst of ovary. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain and fatigue had resolved and the embedded device and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, back pain, embedded device, fatigue, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: she received treatment pelvic pain, abdominal pain, back pain, fatigue. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Reporter information, patient's medical history and event "embedded within the central aspect of this fragment is a tightly coiled metallic device" , menorrhagia were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain and fatigue had resolved. The reporter considered abdominal pain, back pain, fatigue and pelvic pain to be related to essure. The reporter commented: she received treatment pelvic pain, abdominal pain, back pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received, event injury coding updated to pelvic pain, new events abdominal pain, back pain, fatigue, patient did not undergo essure confirmation test were added. Patient's date of birth and reporter address and new reporter were added. Device removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.